Manufacturer narrative:
Internal complaint number: case-(B)(4).

Event description:
It was reported that, after a thr surgery performed on (B)(6) 2023, it was noticed that the patient had a bone fracture around the sl-plus mia ha stem. It is possible that the bone was already fractured during primary surgery. A revision surgery was performed due to pain and bone fracture on (B)(6) 2023. The stem and femoral head were exchanged to s+n back up device (slr-plus, oxinium head). Accord cable was also used. The cup and liner were remained. The patient current health status is unknown. Further information is unknown and unavailable.

Manufacturer narrative:
H3, h6: it was reported that, after a total hip replacement surgery performed on (B)(6) 2023, it was noticed that the patient had a bone fracture around the sl-plus mia ha stem. It is possible that the bone was already fractured during primary surgery. A revision surgery was performed due to pain and bone fracture on (B)(6) 2023. The stem and femoral head were exchanged to s+n back up device (slr-plus, oxinium head). Accord cable was also used. The cup and liner were remained. The device intended for use in treatment was not returned for investigation. A product evaluation was not possible. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The complaint history review for the complaint device revealed no additional complaints for the affected batch nor additional complaints for the same product number over the past 12 months with similar failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The instructions for use (lit. No. 12.23, ed 03/21) states "hip fracture" as a ¿potential adverse device effect¿ in combination with the implantation of a hip prosthesis. No clinically sufficient data was provided to perform a medical investigation. The performed investigation does not lead to an accurately determined cause. There is no evidence that the reported devices failed to meet manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to indicate factors which could have contributed to the reported event. There is no need for further actions. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received. E1 (name prefix/title).